Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a device with bent lower fitment clip was confirmed from photo attached to an email, however the cause of the damage was not identified. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that after opening the pump module door to load the tubing set it was found that the lower fitment clip above the blue safety clamp housing was bent inward making it difficult to load the IV tubing set into the device. The lower fitment clip should be straight in order to align the tubing set when inserting it into the pump. There was no patient involvement.